Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our (B)(6) in (B)(6), that a vns pt had lack of efficacy with their vns therapy with a dcdc 7 on diagnostic testing. The pt was sent for full revision surgery. Their explanted products were returned for analysis and the lead body had a twisted appearance indicating possible twiddling by the pt. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for eval. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since the electrode array portion was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified within the returned lead portions.